Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that when administering electrolytes, infusion set pull apart at the pump segment. The nurse switch out the tubing which causes delay . There was no harm to patient.